Event description:
Customer's wife reports she dropped the lancet device and now the lancet does not retract back in while using the softclix lancet device. Customer's wife reports lancet won't retract after firing. Customer's wife reports she got stuck with it when she was trying to take it out; no report of medical treatment obtained. A request was made for return of the suspect product and a replacement was sent.